Event description:
It was reported that an angled screwdriver that broke as the surgeon was placing the screw to lock into the plate. All pieces were retrieved, surgery completed and no adverse effect to the patient was noted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The driver was received with a fractured universal joint and some scratches on the distal surface. The technique guide for the zero-p instruments and implants recommends to tighten the screw to the plate with 1.2 nm using a torque limiting attachment. The technique guide also instructs the surgeon to use the angled instruments if the patient anatomy does not allow use of straight instruments. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. An internal corrective action is not required.

Event description:
This report is for three angled screwdrivers that broke. It should be noted that only one screwdriver was returned for evaluation.